Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 453 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the pump touchscreen was unresponsive. The customer continued to use the pump for insulin therapy.